Manufacturer narrative:
Device evaluated by manufacturer. The encore ic was returned for analysis. A visual inspection was conducted, and the encore ic did not have any visual defects. The gauge needle was at 0 atm when received. A pressure damping test was conducted and the unit passed the test. A vacuum test was conducted, the vacuum was created, and no bubble leakage was observed. The encore ic passed side load testing. The gauge accuracy test was performed and concluded that the device's gauge was giving an inaccurate reading when it was being pressurized at 13 and 26 atmospheres. The device locking mechanism test was performed, and no issues were noted. No other issues were identified during the product analysis. Based on the evidence, the as reported code of, gauge reading inaccurate, can be confirmed due to the reading inaccuracy when the device was pressurized under 13 and 26 atmospheres.

Event description:
It was reported that gauge inaccuracy occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified shunt. An encore 26 inflation device was selected for use. It was noted that the balloon inflated, however, the pressure gauge only reached 25 atmospheres. It did not increase up to 26 atmospheres when more pressure was applied. The procedure was completed using this device. There were no patient complications reported post procedure.

Event description:
It was reported that gauge inaccuracy occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified shunt. An encore 26 inflation device was selected for use. It was noted that the balloon inflated, however, the pressure gauge only reached 25 atmospheres. It did not increase up to 26 atmospheres when more pressure was applied. The procedure was completed using this device. There were no patient complications reported post procedure.